Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead perforated the ventricle while the physician was trying to position the rv lead into the outflow tract. The patient's blood pressure dropped when the physician repositioned the lead. A pericardial tap was needed to draw fluid from around the heart and the lead was surgically repositioned. No additional adverse patient effects were reported.